Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor mylar flap was returned to its correct position, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported having difficulty adjusting the tidal volume. There was no report of patient involvement.